Event description:
The reporter indicated that the device is programmed to bipolar and the patient is receiving pectoral muscle stimulation. Observed unipolar spikes on ECG coincident with patient complaints of pocket stimulation seen during threshold testing. Pectoral stimulation seems to occur most frequently coincident with atrial pacing; however, when tested in aai and vvi, aai caused no problems. Lead seems to be reverting to unipolar and stimulation the muscle. See further event description on page 3 of this form.